Manufacturer narrative:
Concomitant medical products: product ID: 3550-54, serial#: unknown, product type: accessory. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for spinal pain. The patient was calling patient services to order adhesive discs because they were having trouble using their belt and trouble finding their ins. The patient informed their manufacture representative (rep) at the healthcare professional (hcp) appointment on (B)(6) 2018, of the charging issues and the rep recommended adhesive discs. The rep was supposed to bring adhesive discs to their last appointment on (B)(6) 2018, but they forgot. The patient needs the tape because they cannot use the belt and have trouble finding the ins. Their issues charging the implant began after being implanted, but before their appointment on (B)(6) 2018. The patient repositioned the antenna prior to the call with patient services on (B)(6) 2018. They recently messed around with charging. It took about 10 minutes to find the ins. It said excellent, but then it stopped again. They tried again and it was charging, but they are pressed against a chair and cannot move without losing the connection. Patient services sent adhesive discs to the patient and redirected them back to their hcp, if the discs do not help. The patient also noted that their ins is wobbly (it moves), uncomfortable, and ¿pokey¿ at the implant site. Their ins was not wobbly until after (B)(6) 2018. It has been uncomfortable and ¿pokey¿ for longer. At the time of surgery they asked the patient where their pants, so they could place the ins better, but the patient was already in a robe and was not sure so the patient thinks that it is uncomfortable and ¿pokey¿ because of something with their pants. The wobbly ins began between (B)(6) 2018 and (B)(6) 2018, and it being uncomfortable and ¿pokey¿ began before (B)(6) 2018. The patient noted that their rep was at the (B)(6) 2018 appointment and was informed of it being wobbly, uncomfortable, and ¿pokey¿. The patient was directed to follow-up with their hcp to check the implant site. No further complications were reported/are anticipated. Additional information was received from a manufacturer representative (rep) on 2018-sep-06. The rep stated that the patient made no claim of the ins being wobbly, uncomfortable, and "pokey" to them. Perhaps the patient mentioned something to the physician before they were in the room, but they were never made aware of this complaint. No further complications were reported/are anticipated.